Manufacturer narrative:
(B)(4). Approximate age of device ¿ 12 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015 and experienced gi bleeding on (B)(6) 2015. The patient was transfused with 5 units of blood. An esophagogastroduodenoscopy was performed and unspecified treatment was rendered. It was reported that the gi bleeding resolved after treatment. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.